Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that when the box was opened during testing, the device looked like it had been used/dirty. There was no patient involvement, no delay, no medical intervention and no adverse consequences.

Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that when the box was opened during testing, the device looked like it had been used/dirty. There was no patient involvement, no delay, no medical intervention and no adverse consequences.